Manufacturer narrative:
The t:slim x2 user guide states, ¿blood glucose values used for calibration must be between 40 to 400 mg/dl and must have been taken within the past 5 minutes. ¿ t:slim x2 user guide states, ¿make sure a sensor glucose reading shows in the upper right portion of the cgm home screen before calibrating.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was "low", and the meter bg reading was 172 mg/dl. No additional patient or event information was available. Reportedly, the customer did not perform calibrations within 5 minutes of testing bg levels, and customer performed calibrations when there was no bg value displayed on the cgm home screen.